Event description:
During a follow-up, the physician observed atrial sense events sensed on the ventricular channel causing double counting. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.